Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
Following the pump replacement the new pump was filled with lioresal. The surgeon contacted the manufacturer representative later on the day of surgery to request that the dose be decreased to minimum rate. The symptoms that prompted the decrease to minimum rate were unknown. The patient was currently doing well. Per the reporter the patient was doing well and was being released from the hospital. The pump was used to deliver lioresal. Patient symptoms were not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.